Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate shocks from noise on the shock/ventricular electrogram (egm). There were no reported issues with the atrial egm.